Event description:
During the implant of a left ventricular assist device, it was reported by the surgeon that the outflow graft was preclotted with tissue colle while preparing cardiopulmonary bypass (cpb). The graft was connected to the pump, the pump was started, and they started smoothly to decrease cpb and increase pump speed. The hospital stopped cpb and everything was okay, but the pt was bleeding from everywhere. The hospital staff started hemostasis, but 1 hour later, the outflow graft started to bleed (blood drops from the outflow graft) a very sudden event. The surgeon used add'l tissue colle and bioglue to stop the bleeding.

Manufacturer narrative:
The pt remains implanted with no further issues with graft bleeding. This was confirmed by the surgeon when the pt underwent re-operation unrelated to the reported event. A review of device history records showed no deviations from mfg or qa specifications that would affect pump function or performance. The root cause of the event could not be determined, but may be related to issues with the pt's hemostasis as the drops of blood from the outflow graft were easily controlled with the addition of tissue colle and bioglue. No further info is available. No further info is available. The MFR is closing its file on this event.